Event description:
The user facility reported that the case was a coronary artery stenosis. After the guidewire was in place, the balloon was used to expand, the stent is placed the system is withdrawn. After the treatment, the angio-seal vascular sealer was prepared to be used for vascular sealing. After the completion of the angiography of the puncture site, the indication of angio-seal was used. The nurse opened the package, and the operator operates. During the operation, while pulling back the angio-seal after entering the blood vessel, the anchor and suture did not come out, and the closure failed. The patient was in good condition. Manual compression replaced the angio-seal device, and the operation was completed. Additional information was received on 24 aug 2022: the procedure sheath size used was a 5fr. No difficulties with device insertion. The physician had performed a pre-deployment angiogram. There was no abnormality during insertion. All components were pulled out completely. There was just a little blood loss. The patient is now stable. Additional information was received on 25 aug 2022: this surgery was successful by manual compression.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 provide the sample receipt date in section d9, to update section h3 and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were found to have been fully separated. The hemostasis sheath was found to have been cut between depth indicators 'I' and 'o'. The carrier tube was returned in the fully rear-locked position with the suture, tamper tube, and collagen fully deployed. The collagen was found to have been fully tamped and the black indicator was fully visible. The anchor was not returned with the device and an x-ray image of the valve of the hemostasis sheath was taken to check for the presence of the anchor. The anchor was not identified on the image and was confirmed to have not been present within the hemostasis sheath. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been excess tamping during attempted closure resulting in anchor detachment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).